Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse performed repair on site, monitor assembly on hanging arm was performed, serial digital interface (sdi) video operation was checked and there were no anomalies. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, during preparation for use, the high-definition lcd monitor could not turn on. It was noted, the probable cause was power supply placed into ceiling. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.